Manufacturer narrative:
E1: initial reporter address 1: (B)(6).

Event description:
It was reported that stent fracture occurred. The 85% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery. Following pre-dilation, a 16 x 3.50 promus premier drug-eluting stent was deployed at 14 atmospheres for treatment. However, a fracture was noted in the proximal section of the stent. Another stent was deployed to cover the fracture and complete the procedure. There were no patient complications, and the patient was stable following the procedure.